Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, two non-medtronic suture-mediated closure systems were used in the puncture site and a 16 french (fr) sheath was inserted in the left transfemoral access site. During the implant procedure the delivery catheter system (dcs) was unable to pass through the external iliac artery (eia) with a minimum diameter of 5.0-5.2mm. A percutaneous transluminal angioplasty (pta) was performed with an 8x40 mm non-medtronic balloon catheter and a 16 fr sheath was inserted. The inline sheath was used to deliver the dcs, but the capsule became caught in the eia. Calcification was reported in the advancement path. The dcs was rotated 90 degrees and the direction of bending was adjusted allowing the dcs to pass through the eia and delivered to the valve annulus successfully. An angiography was performed after the dcs was removed revealing a dissection found from the left common iliac artery (cia) to the eia and was observed where difficulty advancing the dcs began. Two stents were implanted, and a post-implant pta was performed with the non-medtronic balloon. The physician does not deny the casual relationship that the dcs contributed to the dissection. No additional adverse patient effects were reported.